Manufacturer narrative:
(B)(4). Batch # n92p6e. The device was returned with no apparent damage, the blade tip was intact and not broken off as reported by the customer. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and a crack was located at an area inside the tube proximal to the tissue pad. The blade broke off during the analysis. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to how this issue occurred. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. A batch history record review was performed, and a nc was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a lap hysterectomy, the blade of the first device was broken off outside the patient. No pieces fell into the patient. Then, the second device was used, but it was not activated. Gen11 was used. Another third device was used to complete the case. There were no adverse consequences to the patient.